Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely foreign material remained in the device because reprocessing steps were not fully performed at the user facility due to the device nonconformities found during reprocessing (leakage). The following information was provided from the instructions for use (IFU): "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a leak found on button two due to a scratch on the switch box, causing a loss in water tightness. Upon further inspection, it was observed that foreign material was lodged in the nozzle as a result of remnants remaining from an objective cover lens replacement during the previous repair. It was also observed that the light guide bundle had broken fibers. As a result of this breakage, the illumination was uneven. It was observed that the grip and the forceps channel port had a scratch. Lastly, discoloration was observed on the: air and water cylinder, suction cylinder and on the light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope had air/ water leakages. The reported issue was found at reprocessing during leakage testing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was clogged with foreign material which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.